Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4) for evaluation. We wil provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit was missing the y-piece. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that an rt236 breathing circuit was missing the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for investigation. The returned device had been opened by the customer, removed from its original package and packed in a plastic bag. A visual inspection was performed. Results: no physical damage was observed to the product, but the swivel was missing from the product packaging. A lot check revealed no other complaints of this nature for lot number 110509. Conclusion: it is highly unlikely that the breathing circuit kit would have left the production line without a swivel fitted. All breathing circuit kits are 100% pressure tested and a missing swivel in the breathing circuit kit would have caused it to fail the pressure test. It is most likely that the swivel was lost post production.